Manufacturer narrative:
Date sent to the FDA: 4/6/2016. The surgeon reported that there was a clot or obstruction in the drain but the details are unknown.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4) mfg date02-01-2015, exp date 02-28-2020, batch (B)(4) mfg date 05-01-2015, exp date 05-31-2020, batch (B)(4) mfg date 05-01-2015, exp date 05-31-2020, batch (B)(4) mfg date 05-01-2015, exp date 05-31-2020, batch (B)(4) mfg date 06-01-2015, exp date 06-30-2020, batch (B)(4) mfg date 06-01-2015, exp date 06-30-2020, batch (B)(4) mfg date 06-01-2015, exp date 06-30-2020, batch (B)(4) mfg date 06-01-2015, exp date 06-30-2020, batch (B)(4) mfg date 06-01-2015, exp date 06-30-2020. The device history records for all possible batches were reviewed and the manufacturing criteria was met prior to the release of the lots. Received one 10fr drain attached to 1/8" adapter. During functional test, the drain was found to be fully functional.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1506574; batch j1527290; batch j1528400; batch j1528401; batch j1529533; batch j1530804; batch j1530821; batch j1536956; batch j1536973.

Event description:
It was reported that a patient underwent a thyroidectomy on an unknown date and a drain was placed. After the procedure, the suction seemed to be weak and the amount of the waste fluid was low. The thread was loosened and the negative pressure was released and applied again. However, there was no change. The drain was removed from the patient. The drain port was extended with local anesthesia and gauze was put on the extended port to take out the waste fluid manually. The patient had been well and was discharged from the hospital.